Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to clinic for routine followup, the device unexpectedly reported a normal battery longevity after predicting a depleted battery lifespan last year. No changes were completed. The patient condition is stable.